Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h3, h6, and h10. Attempts were performed to obtain additional information, but no new information was received from the customer. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, the slider switch of the scope socket is worn out and high brightness gets intermittent, a crack is in a lends base, the mouthpiece of the front panel is damaged, rust is on the bottom chassis and the front panel chassis, and the lift volume is non-standard; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the connector on the front where the scope goes in was faulty and the image was cutting in and out on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.